Event description:
It was reported that the patient was experiencing electric shocking sensation, numbness of the extremities, urinary incontinence and migration of the lead [related manufacturer reference number: 3006705815-2024-07126]. As a result, the system was removed on an unknown date to address the issue.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.